Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 0 mg/dl while wearing the pod for 24 hours. Symptoms reported include both eye and arm pain. The patient was found on the floor and an ambulance was called. Once the paramedics had arrived the patient was treated with intravenous dextrose. The patient reports after being given dextrose their blood glucose level was 40 mg/dl. Upon arrival at the hospital the patients pod was removed. The patient had a computed tomography (CT) scan performed and was treated with intravenous fluids as well as dextrose. The patient reports they had left the hospital after 2 hours to go to a second hospital as they were not satisfied with the current hospital they were in. Once at the hospital the patient was admitted. The patient was discharged from the hospital after 2 days.